Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #3). Additional emdrs were submitted to represent the bard/davol mesh ¿ composix (device #1) and the bard/davol sepramesh ip (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix) on (B)(6) 2003, sepramesh composite ip on (B)(6) 2011, ventralex st on (B)(6) 2017 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against composite mesh (composix), sepramesh composite ip and ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #3). Additional emdrs were submitted to represent the bard/davol mesh ¿ composix (device #1) and the bard/davol sepramesh ip (device #2). Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2017) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralex st (device #3). Additional supplemental emdrs were submitted to represent the bard/davol mesh ¿ composix (device #1) and the bard/davol sepramesh ip (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix) on (B)(6) 2003, sepramesh composite ip on (B)(6) 2011, ventralex st on (B)(6) 2017 and ventralight st on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against composite mesh (composix), sepramesh composite ip and ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with reducible abdominal incisional hernia thereby underwent open repair with the implant of composix mesh (device #1). Per operative notes, ¿a composix mesh (device #1) was placed and sutured.¿ (B)(6) 2011 - patient was diagnosed with recurrent incarcerated abdominal incisional hernia, adhesion thereby underwent laparoscopic repair with the explant of rolled composix mesh (device #1) and implant of sepramesh ip (device #2). Per operative notes, ¿composix mesh (device #1) was removed. Sepramesh ip (device #2) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent reducible abdominal incisional hernia, adhesion thereby underwent laparoscopic repair with the implant of the ventralex st mesh (device #3). Per operative notes, ¿a ventralex st mesh (device #3) was placed and sutured.¿ (B)(6) 2020 - patient was diagnosed with reducible recurrent incisional hernia, adhesion thereby underwent laparoscopic repair with the explant of ventralex st mesh (device #3) and implant of the ventralight st mesh (device #4). Per operative notes, ¿ventralex st mesh (device #3) was removed. Ventralight st mesh (device #4) was placed and sutured.¿